Event description:
Reporter indicated a patient developed a cerebral hematoma and subsequent hemiplegia following initial vns implant surgery. The patient has been recovering at a rehabilitation facility. No further information is available from the reporter.